Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the catheter being wrapped by a ring of plastic in the tabs and consequent peeling difficulty cannot be confirmed due to the condition of the sample. The device returned consisted of pieces of one 4.5 fr microintroducer sheath and one label from a powerpicc (p/n 3174118, lot reay1283). Visual observation found the sheath to be completely peeled. No particular sign of extra material or a bad peel in the orange tabs was noted. Microscopic evaluation found that the splitting points along the skives between the tabs did not appear remarkable and no retention of plastic on opposite tabs was noted, but there was some material whitening and stretching. The device does not appear to manifest the reported ring of material which wrapped around the catheter, and therefore the complaint is unconfirmed. A lot history review (lhr) of reay1283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that access, pushing the guidewire, expanding the skin, and other operations went smoothly during access. The catheter was reportedly wrapped by the "plastic ring" at the orange handle when the vascular sheath was peeled away, which caused the vascular sheath to not be peeled successfully. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1283 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported by the nurse that access, pushing the guidewire, expanding the skin, and other operations went smoothly during access. The catheter was reportedly wrapped by the "plastic ring" at the orange handle when the vascular sheath was peeled away, which caused the vascular sheath to not be peeled successfully. No reported patient injury.